Manufacturer narrative:
A review of the manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One mandril guide from the neff percutaneous access set from an unknown lot number was returned in a used and damaged condition. A visual examination of the wire guide was conducted. It was confirmed that the distal solder connection had separated from the inner mandril wire resulting in coil elongation. It was also confirmed that the distal solder connection was missing. The elongated coil was attached to the mandril wire at the proximal solder connection. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
During a percutaneous transhepatic cholangiography (ptc) drain insertion on a patient with biliary stenosis following a liver transplant, the needle was inserted followed by the wire. Due to the stenosis, the wire became tangled and when the physician tried to remove it, the wire snapped. No other kit was been used at the time and the broken bit remains in the patient. The radiologists decided to leave but possible procedures are in the planning.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During a ptc drain insertion on a patient with biliary stenosis following a liver transplant, the needle was inserted followed by the wire. Due to the stenosis, the wire became tangled and when the physician tried to remove it, the wire snapped. No other kit was been used at the time and the broken bit remains in the patient. The radiologists decided to leave but possible procedures are in the planning.